Event description:
It was indicated that patient had returned of symptoms 2 days after implant and loss therapeutic effect. The patient indicated that over the weekend she had a bad accident and also had two more accidents on the morning of this call. It was indicated that she was not having control whatsoever. The patient noted that the trial seemed to work much better. It was noted that when patient turned up stimulation up high she had stimulation. The patient went to the emergency room (ER) on the day prior to the call because her incision site was draining and it had stopped now. The patient was on program 1 at 8.4 and could see the lightening bolt. The patient next appointment was scheduled for a day after this call. It was later reported on (B)(6) 2014 that patient had a granuloma on the incision site. It was noted that patient had 50% of greater symptom reduction. The patient was reprogrammed. It was later reported 3 days later from previous mentioned date that patient received assistance from their health care provider and manufacturer representative and her concerns were resolved. Follow up appointment was scheduled for (B)(6) 2014 and next was on (B)(6) 2014. It was further reported on (B)(6) 2014 that patient trial was good and the permanent implant relief started out okay, but patient was not getting the relief she needs. The patient was sore at the implant site. The patient had tried all 4 programs and increased stimulation to 8.5. Addition information came in a day after the previous message that the cause of the event was not determined and was reported as unknown if related to device. The patient outcome was reported as recovered without permanent impairment. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0l239, implanted: (B)(6) 2014, product type: lead. (B)(4).